Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, stored electrograms showed atrial lead noise causing numerous automatic mode switches. The patient was asymptomatic. The physician elected to cap the existing lead and implant a replacement on (B)(6) 2020. The patient was stable throughout the procedure.